Event description:
The surgeon noted that the ethicon lap clip applier ER 420 misfired; a second device was used without incident. It is unknown if the second device had the same or different lot number.